Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5201949), being used with the complaint sensor, was returned on 03/08/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the senor was inserted in the arm and that an alternative testing site (toes) was used to take bg readings. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that the sensor was inserted in the arm. It should be noted that the dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. In addition, it was reported that an alternative testing site was used (arm) to calibrate the dexcom cgm system. It should also be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a finger stick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a finger stick for calibration. Alternative site blood glucose values might affect sensor performance, and you might miss a low or high blood glucose value. However, a root cause for the reported inaccuracies cannot be determined.